Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that the unit will not power on and the readiness indicator was not flashing. Failure to power on may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No fault was identified on the AED that would have prevented the device from powering on or performing self-tests. Upon receipt the green led flashed throughout the investigation and no fault was identified on the membrane or led drive circuit on the pcba. No pad-pak was returned for investigation; therefore the investigation was unable to confirm the reported fault.

Event description:
The customer contacted heartsine to report that the unit will not power on and the readiness indicator was not flashing. Failure to power on may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.